Event description:
This study patient underwent carotid artery stent implantation and approximately seven months post procedure, the patient suffered an ischemic stroke. This is a female with unknown medical history. The target lesion was right common to internal carotid artery described as non-calcified, non-tortuous and 80% stenotic. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. Two precise stents were implanted without report of difficulties. Post-dilation was performed with an unknown balloon. Report was received that states 216 days post index procedure, the patient developed mild paralysis of the left side. MRI confirmed this to be an ischemic stroke of the ipsilateral side and radicut was administered. The patient symptoms completely resolved about 20 days after the event. According to the physician, there was no causal relation between the stent and the stroke.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues durin the manufacturing process that can be related to the reported complaint. Review of lot 13417761 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Zero units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 13417761. Ischemic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, lesion and vessel factors may have contributed to the reported event. This is one of two products involved with this adverse event, which is associated with mfg report #9616099-2009-01625.